Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
It was reported during the minimally invasive chevron and akin osteotomy that the screwdriver broke while inserting the screw. The broken pieces were retrieved from the patient. Per complaint reporter there was no harm for patient, operator or third party. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
The reported event was confirmed as one unpackaged ar-8741-42, driver, t15 hexalobe, beveled ft, batch number 1392332, was received for investigation and upon visual inspection, it was observed that the hexalobe tip is broken off. Functional testing was not performed due to the damage of the device. One fragment was returned for evaluation. The most likely cause for the reported failure can be attributed to user error of the device due to applying excessive mechanical forces, over-torquing/over-engaging the driver with the screw head and/or prying/leveraging the driver while engaged with the screw.